Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the cartridge tip cracked when inserting the lens. The procedure was completed with no patient harm.

Manufacturer narrative:
Product evaluation: the cartridge was returned in a bag. Insufficient viscoelastic was observed in the cartridge. The tip is heavily stressed beginning prior to the parting line. Heavy stress is observed along the anterior left and right in the direction and width of a plunger along the travel path. This stress may have been interpreted as the reported complaint of 'tip cracked'. The cartridge shows evidence of being placed into a handpiece. The customer indicated the use of a competitor's iol which is not qualified for use with the cartridge and handpiece combination used. The root cause is most likely related a failure to follow the directions for use (dfu). The use of non-qualified combinations may result in delivery issues and/or damage. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. The manufacturer internal reference number is: (B)(4).